Manufacturer narrative:
The balloon appears to have ruptured in the central area. Latex is visable around and under both windings. The windings are in good condition.

Event description:
Balloon burst.